Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) regarding the customer experienced errors on their system, which were reviewed by the tse, revealing 139 errors on the endoscope controller (ec). The customer had power cycled the system multiple times without resolution and elected to convert to laparoscopic surgery. However, the following morning, the system was turned on without issues, and the customer completed a surgical procedure. Later, the field service engineer (fse) contacted the customer, who mentioned that staff is unfamiliar with the system and had accidentally disconnected a grey cable attached to the ec and powered off breakers. The fse guided the customer through reconnecting the cable and verifying the breakers' positions. The customer confirmed that the system was used without further issues. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) followed up with the customer. The customer stated that the endoscope controller (ec) cable had been disconnected and the breakers flipped. The fse walked the customer through verifying the breakers were in the correct position and everything was connected properly. No further issues were noted in subsequent procedures. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on fse notes, the system issue was due to a loosely connected, improperly seated, or disconnected ec cable. It can be resolved by reseating the part and power cycling the system, if necessary. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.